Manufacturer narrative:
Event date was not made available through this survey. Hospital details and healthcare professionals information not made available through this survey. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through a post market clinical follow-up (pmcf) survey that following use of the cryocath probes at an unspecified time the patients experienced the following events, heart rhythm disturbances, pericardial effusion, pericarditis and conduction disturbances. No further information is available.